Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-right coronary artery. It was not possible to cross the target lesion. Therefore, the stent delivery system was pulled back into the guide catheter and upon removal, the stent dislodged from the delivery balloon in the proximal coronary artery. The undeployed stent was snared and removed from the pt. The target lesion was then treated with pre-dilatation of a ptca balloon and deployment of another s7 stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The instructions for use were not followed for pre-dilatation or for removal of an undeployed stent when the stent was pulled into the guide catheter.